Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced low glucose level. The customer's blood glucose levels were 45 mg/dl, 250 mg/dl and customer's blood glucose 221 mg/dl at the time of call. The customer was treated with the insulin pump for high blood glucose level and food for low blood glucose. The customer does not mention any symptoms related to high blood glucose level. The customer was not using auto mode at the time of incident. The customer reported issue with sensor and troubleshooting was performed. The insulin pump will not be returned for analysis.